Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as red marks and indentations. There was no alleged device malfunction contributing to the irritation. The patient¿s nurses placed dressings under the lifevest for the skin irritation. Follow up indicated that the skin irritation improved.